Manufacturer narrative:
Product is an instrument and not implantable. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
In 2008, during a mis surgery, the surgeon was using the pituitary rongeur when the tip broke. Although the tip was not located after searching the surgical site, there was no evidence of the tip on post operative x-ray. Another instrument was used to complete the surgery as intended. There was no reported surgical delay and no harm to the patient.